Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) at night. Correction boluses were delivered to address the high bg levels. The contact thought that the high bg was due to hormonal changes. The contact has spoken to a healthcare provider about the high bg and was to be meeting with them next week. The contact declined tandem technical support's offer to follow-up.